Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse. Additional information received later reported that on (B)(6) 2016 the patient had experienced or was experiencing abdominal pain. A diagnostic laparoscopy and laparotomy were performed. Small bowel resection with primary anastomosis. Release of vaginal sling causing strangulation hernia under general anesthesia.